Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mines the same day / hysterotomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced post-traumatic stress disorder ("severe ptsd") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal and post-traumatic stress disorder outcome was unknown and the weight increased was resolving. The reporter considered medical device removal, post-traumatic stress disorder and weight increased to be related to essure. The reporter commented: 10 lbs loss after essure removal. When she had essure she gained 65 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Added reporter. Added event weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mines the same day / hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post-traumatic stress disorder ("severe ptsd"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and post-traumatic stress disorder outcome was unknown. The reporter considered medical device removal and post-traumatic stress disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet (social media received.). Case became incident. Event medical device removal was added. Patient & reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.